Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device would not inflate. The alleged issue was detected prior to use.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
The customer alleges that the device would not inflate. The alleged issue was detected prior to use.